Event description:
It was reported that the patient presented in clinic for device check. Upon interrogation, the right ventricular lead was found to not capture at high output. Fluoroscopy was performed and found that cardiac perforation occurred. The lead was explanted and replaced. The patient was stable.